Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation the reported issue was confirmed. Black image/no image was caused by a defect in the patient board set. Minor wear and tear scratches were also found on the device. No patient injury was reported. The device was serviced and returned to the user facility after final inspection. If additional information is obtained a supplemental report will be filed.

Event description:
The user facility reported that while connecting the evis exera iii video system center using a maj-1430 there was no image, all black. No additional information has been provided.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause was not determined. Probable causes that the event was caused by accidental failure of the parts on the patient circuit board due to long-term use and due to aging degradation of the product. The user facility reported that the event occurred prior to the procedure. There was no other devices involved in the reported event. There was no delay in the procedure and the procedure was completed with the same device.